Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the microbiological testing by the user facility, the instrument channel of the subject device tested positive for unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the complaint regarding this MDR was same as the MDR #8010047-2019-04094. Therefore, we retracting this MDR.